Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility and evaluated. Visual inspection found the big and small balloons had been broken with the generation of a tear on the welded area between them. The torn portion was inspected under magnification. The evidence of elongation was found there. The segment adjacent to the tear was cut open and the cut cross-section was inspected under magnification. There were not any anomalies in the state of the sheets. The wall thicknesses of the sheets were confirmed to be normal. The production lot number was not provided by the user facility, which prevented review of applicable production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the device being subjected to pulling and tearing forces. The labeling does address the potential for such an event in the instructions-for-use with statements such as: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the tr band would not hold air in the balloons. Follow-up communication with the use facility confirmed: the tr band was applied to the patient after the tri procedure; a re-bleeding from the hemostasis site was found after the patient went back to the ward; the nurse found that the tr-band had leaked air from the balloons; the tr band in question was changed out to a new one, which functioned properly; and there was no impact on the patient.